Manufacturer narrative:
Eval summary: based on info provided, it is not possible to determine likely root cause. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis was performed. Sem sample showed that a loose chip found in nail was actually 17-4 ph stainless steel, which is instrument (not implant) material. It appears likely that cross-threading of the locking bolt that mates with the proximal end of nail took place. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the itst nail did not have the appropriate threading for the locking bolt to engage the nail. Additional reaming had to be done to accommodate a larger size nail.